Event description:
User reported false positive result. Repeat test for travel purposes was negative.

Manufacturer narrative:
Section b5 updated with additional information.

Event description:
User reported false positive result. No information regarding follow up testing.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.